Event description:
It was reported the pt stopped charging the scs ipg and as a result, the device has become non-functional. An sjm rep confirmed the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.